Manufacturer narrative:
The customer evaluated the ventilator and determined that replacing the main control pcb fixed the reported issue. The carefusion failure analysis technician will evaluate the alleged failed part if it is returned to the manufacturer.

Event description:
The customer reported that while on a test lung, the ventilator was giving low pop and circuit fault alarms continuously. No patient involvement.